Event description:
A malfunction was reported on the pump, with the caller noting that no notable events occurred prior to the issue and the malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support resolved to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump.